Event description:
Complaint alleged that the brake caster would rotate if pushed on side. No pt injured. Bed on first floor.

Manufacturer narrative:
Tech found that the brake caster would lock and hold, but brake caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed found on first floor.